Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. During the procedure, a pericardial effusion was noticed as the patient's blood pressure rose. The pericardial effusion was confirmed by the carto 3 system seen with intracardiac echocardiography (ice) / transesophageal echocardiogram (tee) . A pericardiocentesis was performed and 440cc of fluid were removed. The transseptal puncture was performed with the st. Jude medical brk-1 xs serious 98cm needle, heartspan brk-1 71 cm needle, agilis medium curl 8.5f sheath and st. Jude medical sl1 8.5 f sheath. There was no ablation performed. The patient received anticoagulation during the procedure. The act was maintained between 250-300. The patient did not require extended hospitalization as she only stayed overnight. The patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that it possibly occurred during the transseptal puncture and it was not due to a biosense webster product malfunction. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Initially the lot number was reported as unknown. However, the lot number of 17435635m was discovered during the analysis. Therefore, the UDI number has been provided in the UDI# field. The manufacture date has been added and the expiration date has been added. (B)(4). It was reported that a patient, (B)(6), female, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the procedure, a pericardial effusion was noticed as the patient's blood pressure rose. The pericardial effusion was confirmed by the carto 3 system seen with intracardiac echocardiography (ice) / transesophageal echocardiogram (tee) . A pericardiocentesis was performed and 440cc of fluid were removed. There was no ablation performed. The patient did not require extended hospitalization as she only stayed overnight. The patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered with no residual effects. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on the carto system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.